Event description:
Patient was told that they had a medtronic spinal cord stimulator and was told to call this number to patient services but when the agent asked the patient to gather their external equipment to see what device they had, they noted they had an iphone device. Patient reported that they use an app on the iphone and that their iphone to control their device stopped working so they put the app on their personal iphone. Patient clarified that the screen on the iphone was not working. Patient also reported that walking hurt at this point. Agent understood that the patient was implanted with a boston scientific device and redirected the patient back to the device manufacturer. Agent provided the phone number for boston scientific's spinal cord stimulation support team. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).